Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: m365sc2317500, serial: (B)(6), batch: 7078387.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed causing high impedance and lead fracture.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed causing high impedance and lead fracture. Additional information was received that the patients implantable pulse generator (ipg) was nearing the end of its battery life. The patient underwent a revision procedure wherein the ipg and scs leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc; upn: m365sc14320; model: sc-1432; serial: (B)(6); batch: 217001.